Event description:
During insertion of an intra-aortic balloon in the cardiac catheterization lab, the hemostasis valve and hub separated from the 9.5 french sheath leaving the sheath inside the femoral artery. They were unable to retrieve it in cath lab. Pt taken for emergency coronary artery bypass due to coronary artery disease so femoral artery opened in or, but they could not see sheath. As guide wire was still in place sheath extracted using another balloon tipped catheter. Sheath above inferior inguinal ligament.